Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h2, and h6. Per the instructions for use (IFU), device degeneration is a potential risk associated with the use of bioprosthetic heart valves. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the device is not available for evaluation as it remains implanted in the patient. The cause for the valve "failing" could not be determined based on the limited information provided. However, may be due to progression of disease process and history of chronic kidney disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years 8 months post implantation of a 26mm sapien 3 valve, the patient presented with shortness of breath and chest pain. A tte performed during that visit documented severe regurgitation and stenosis of the aortic valve. The heart team had plans to perform a valve in valve. However, the patient passed away. Upon medical record review, the patient was admitted due to chest pain and shortness of breath 3 to 4 days of duration. The patient was found to be anemic and transfused with 2 units of blood. The troponin was elevated and the cardiology consult recommended plavix. There was suspicion of pneumonia and the patient was started on antibiotics. The patient was transferred to the implant facility and admitted with diagnosis of shock, bacteremia, acute respiratory failure and acute-on-chronic renal failure. The patient became acidotic and was placed on ventilator and transferred to ICU. Findings on a chest x-ray reported acute respiratory failure secondary to volume overload possible superadded pneumonia. The patient underwent an interventional radiology procedure for aspirating loculated pleural effusion to evaluate the source of the sepsis and bacteremia. The patient underwent a tee, which was negative for endocarditis, however significant for aortic regurgitation and aortic stenosis. Interventional cardiology consult was called for evaluation of possible tavr after recovery from bacteremia. A tee performed revealed that the thv in aortic position had severely thickened leaflets. Valve immobility was noted. There was severe stenosis with severe regurgitation. A CT angio performed revealed severe coronary artery disease in 3 vessels. A tte done 3 days after admission showed the systolic function severely reduced. Lv ef 20-25%. Severely calcified leaflets, mobility was not restricted, moderate regurgitation. Mean gradient 45mmhg. On the same day, the patient was extubated, however, decompensated 2 hours later with recurrent respiratory failure, multifactorial shock and metabolic acidosis and was reintubated. After intubation, repeat echo revealed significant aortic insufficiency and aortic stenosis. Cardiology deemed the patient not a candidate for left ventricular impella device. Despite multiple efforts the patient yielded to multifactorial shock sepsis with cardiogenic shock and was made comfort care. The patient passed away 3 days after being admitted.